Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump had partial display. The customer was treated with manual injection. The customer¿s blood glucose level was 255 mg/dl. Customer declined troubleshoot for high blood level. The customer reported that display will go away after pressing any button on their pump. Troubleshoot was performed. Customer states the pump was dropped. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display, after pressing any buttons, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment/partial display or button keypad anomaly due to blank display. No moisture/damage/unlocked lcd keypad connector noted during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.